Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of wrinkling of the skin/ malposition/ capsular contracture was received on dec 13, 2024, with lot number 3151866. Based on the product analysis performed, the assessments of the complaints are: ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported malposition and "rippling".

Event description:
The device has been explanted and replaced.